Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the pump was emitting multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump¿s history was reviewed and a 078 call service alarm was observed. During testing, the pump powered on to a blank display screen; there was evidence of moisture visible in the display. The complaint of a call service alarm could not be fully investigated due to this. The audio bolus button cover was observed to be lifting. The pump failed a leak test at the audio bolus button. The pump cover was opened and evidence of moisture damage was found on the printed circuit board. The blank display was due to moisture damage.